Event description:
It was reported that during routine device check-up, externalized conductors were observed via fluoroscopy. The lead remains implanted.

Event description:
New information received states during extraction of the lead the patient had a pericardial effusion which caused visible tamponade. A surgeon was brought in to do a thoracotomy and reconstruct the right atrial wall. The patient was in ICU, but progressed, and was taken off the ventilator the same day.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 7.7-9.9cm from the distal tip. The silicone insulation was abraded and the sensing conductors were visible. The etfe coating was intact at the same location. Another internal insulation abrasion was found at 25.8cm to 26.4cm from the distal tip. The etfe coating was intact at the same location.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.